Event description:
A malfunction alarm occurred in the customer's device, as indicated by malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted with the reset process, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared, which they acknowledged and understood.